Event description:
Female customer reported permanent leads for a spinal stimulator were placed in her mid/lower back. During the same procedure, the spinal cord stimulator was placed in her right hip area. Customer reported c1544 compound benzoin tincture was applied to both sites. Customer alleged she experienced itching the same evening. Her husband removed the dressing the following day and both the areas were bright red and blistered. Customer stated since the skin was inflamed, there was leakage from both incisions. Both sites were treated with rx cloderm cream and otc benadryl spray. Customer stated the sites are healing, the areas are no longer weeping and the skin is now pink in color.